Manufacturer narrative:
The device is expected to be return for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: plunger would not remain depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the plunger would not remain depressed to deploy the locator wings. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.